Event description:
The catheter crystallization was unconfirmed. When the patient had their pump replaced in 2010 it was noted that there was a possibility of the crystallization of the catheter. The patient had not had a magnetic resonance image (MRI) or any other scans done. The patient wanted the system explanted to use a spinal cord stimulation (scs) system. The patient was currently being weaned off of their pump medication. The patient had a muscle spasm (B)(6) 2010. Since the spasm the implant site had been very sensitive and tender. The catheter site was very painful and excruciating to touch. The patient had a fall in (B)(6) 2012. The patient¿s feet felt very tingly and numb. The patient went to the emergency room (ER), but had not had the pump checked.

Event description:
It was reported, the patient had painful tingling in both feet and ankles that made his feet feel like they were asleep. The tingling would dissipate if the patient lay down for long enough, but he had pain when lying on his back. The patient had been experiencing this for two years. Patient stated that he had "crystallization of the catheter" and that he had an upcoming surgery to have the pump removed. Hcp questioned it being crystalized indicating it was up for speculation; doubtful. There had been no scan. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731 lot# b002297n49, implanted: 2003 (B)(6), product type catheter: product ID, 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).